Manufacturer narrative:
Additional devices listed in this report: cat# description lot# cat# 542-11-50e, description: trident psl ha cluster 50mm, lot # 53768001; 6097-0530, omnifit eon 127, mnkyrx; 1067-0010, osteonics univ. Distal spacer, mnklr7; 18-3605, delta c-taper head 36mm +5, 51377702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient has infection. Surgeon removed all implants and implanted a depuy prostilac. Information submitted was everything from both surgeon and hospital. No further details.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot & sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient has infection. Surgeon removed all implants and implanted a depuy prostalac. Information submitted was everything from both surgeon and hospital. No further details.